Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. Not previously reported. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Expiration date not previously reported. The measurable dimensions of the pfna have been checked. The article corresponds with the drawings and ao/asif specifications. The inspection of the raw material test certificate and the manufacturing documents show no deviation according to material analysis, tensile strength and structural stability as well as of the production. The value conforms to the ao/asif specifications and international standards iso 5832-11. The investigation of the complained pfna nail shows a break through the distal locking hole. On the basis of the break and of the homogeneous break characteristic we assume that over-stressing of the implant was leading to the failure. No product fault could be detected.

Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: a pfna nail 130 degree was discovered broken in the shaft (distal locking bolt junction) and medical/surgical intervention was needed.